Event description:
It was reported that the table on the 2800 system would make a noise when moved up and would not go down. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The motor lock and screw gear were checked during the service call. The system was tested and found to be working as intended and put back into service.